Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 11/09/2018. Electrode belt: 03/07/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home prior to passing. The patient's son was present at the time of passing. It was reported that the lifevest was not alarming and the response buttons were not pressed.   Per clinical review of the available ECG data, the patient was in an idioventricular rhythm at 20 bpm with pvc's. The rhythm then degrades to asystole with intermittent cardiac activity and motion artifact. The rhythm then transitions to an idioventricular rhythm from 50 bpm to 80 bpm with CPR/motion artifact. The rhythm then degrades to ventricular tachycardia (vt) from 160 bpm to 200 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation while they were in vt at 200 bpm. The post shock rhythm from the non-lifevest defibrillation was CPR/motion artifact. The patient was in vt for approximately 4 minutes and 51 seconds before receiving the external defibrillation. The rhythm then transitioned to an idioventricular rhythm at 80 bpm slowing to an idioventricular rhythm at 20 bpm with CPR/motion artifact. The rhythm then degrades to asystole with CPR/motion artifact and electrode lead fall off from approximately 19:47:14 until the device shutdown at 20:50:23 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from approximately 20:10:20 to 20:15:11.